Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported their weight at the time their ins had quit working was (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient is having a problem with her pain stimulator; it has quit. The patient noted that it was known since about (B)(6) of 2016 that her implant would die. The patient has pain and the implantable neurostimulator is shifting in the pocket which had been occurring for ¿quite some time.¿ it was not working quite right in (B)(6) of 2017. The manufacturer representative had cranked it up at the end of (B)(6) of 2017, and stimulation stopped in (B)(6) of 2017. The patient was trying to get insurance to cover a replacement. There were no further complications reported.